Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: total laparoscopic colectomy. Event description: we would like to share with the team one cer occurred on (B)(6) 2020 at [hospital] through our customer. The complaint is about handpiece of voyant generation I (eb010) batch 1365170. The generator use was the serial number (B)(4). The procedure was due to cancer at two different sites. During the procedure was utilize laparoscopic surgery instruments such as lenses, instruments and trocars, the patient shows the following comorbidities at the time of surgery anemia, cirrhosis, high blood pressure. At the end of the surgery, the patient's health is good not injure occur a cause of the eb010 complaint. Dr. [Name] can provide us a video as evidence of the failure. The eb010 is available to return. The procedure had been going for about 1 hour when they were performing some seals and had no signs of energy or heat dissipation, they made another seal and the surgeons noticed the same it was making the whole cycle and no alarms were presented, but there was no seal performance at all, they activated the blade and had some bleedings. The technician at the site restarted the generator and changed the device form port 1 to 2, but the lack of seal continued. So they opened a 2nd device, same lot number and worked well. The surgeon offered to give us a copy of the video. Type of intervention: they opened a 2nd device, same lot number and worked well. Patient status: at the end of the surgery, the patient's health is good not injure occur a cause of the eb010 complaint.

Event description:
Procedure performed: total laparoscopic colectomy. Event description: we would like to share with the team one cer occurred on (B)(6) 2020 at [hospital] through our customer. The complaint is about handpiece of voyant generation I (eb010) batch 1365170. The generator use was the serial number (B)(6). The procedure was due to cancer at two different sites. During the procedure was utilize laparoscopic surgery instruments such as lenses, instruments and trocars, the patient shows the following comorbidities at the time of surgery: anemia; cirrhosis; high blood pressure. At the end of the surgery, the patient's health is good not injure occur a cause of the eb010 complaint. Dr. [Name] can provide us a video as evidence of the failure. The eb010 is available to return. The procedure had been going for about 1 hour when they were performing some seals and had no signs of energy or heat dissipation, they made another seal and the surgeons noticed the same it was making the whole cycle and no alarms were presented, but there was no seal performance at all, they activated the blade and had some bleedings. The technician at the site restarted the generator and changed the device form port 1 to 2, but the lack of seal continued. So they opened a 2nd device, same lot number and worked well. The surgeon offered to give us a copy of the video. Type of intervention: they opened a 2nd device, same lot number and worked well. Patient status: at the end of the surgery, the patient's health is good not injure occur a cause of the eb010 complaint.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience of insufficient hemostasis could not be replicated or confirmed. The event unit met current specifications. Applied medical is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.